Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, noise and a lead integrity alert was triggered. The right atrial (ra) lead exhibited low impedence, noise and failed to capture. A lead fracture was suspected for both the ra and rv lead. Both the ra and rv lead have been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, noise and a lead integrity alert was triggered. The right atrial (ra) lead exhibited low impedence, noise and failed to capture. A lead fracture was suspected for both the ra and rv lead. Both the ra and rv lead have been capped and replaced. It was also reported that the patient does two hundred push-ups daily and the physician suspected this caused damage to the leas. No patient complications have been reported as a result of this event.